Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm and bilateral common iliac artery aneurysms with gore excluder aaa endoprostheses and gore iliac branch endoprostheses. After the iliac branch component (ceb231210a) was implanted, an attempt was made to advance an internal iliac component into the left internal iliac artery (iia); however, the device would not advance into the artery. The cause of the difficulty advancing is reportedly unknown. However, the patient was reported to have a steep 80° angle to the common iliac artery, with calcification at the ostium of the iia. The procedure was reportedly concluded due to the amount of contrast and fluoroscopy the patient received during the procedure. It was reported there was a small distal type I endoleak on the ceb231210a due to not being able to extend distally on the device. The patient tolerated the procedure with no adverse events. On (B)(6) 2017, an additional procedure was performed to treat the distal type I endoleak. It was reported two additional devices were implanted in the left iia to complete treatment of the left common iliac artery aneurysm. The physician also reportedly elected to cover the right iia by implanting an iliac extender component and extending into the right external iliac artery. It was reported no aneurysm enlargement was identified, and the additional device implanted on the left side reportedly resolved the endoleak. The patient tolerated the procedure.